Event description:
It was reported that the upper screen on the external pulse generator did not display, that the generator had correct outputs but powered up to a blank upper screen. The generator was returned for service. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.